Event description:
A medtronic representative reported a navigation system computer that intermittently became unresponsive. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site. Medtronic investigation of returned suspect device finds that the computer booted properly and launched synergy spine 1.6 and cranial 5.2.5, however, when framelink icon was launched it started the software but did not get to a task screen. Hard drive was only 18% used. Further testing showed no problems with hardware. After the system was re-imaged it functioned properly. Computer failure, hard drive corrupt os, directly caused the event.